Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.(B)(4).

Event description:
According to the reporter, "had to bring patient back to the or because of necrotic tissue related to the new hassan trocar. Only additional information provided was that it was a pediatric patient" problem? A) did any additional blood loss resulting from this product problem require a blood transfusion? Was surgical time extended by more than 30 minutes due to the product problem? A) was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?) Is there any evaluation of the event by the attending physician, surgeon, hospital representative, or healthcare professional? What is the current status of the patient? Can you confirm that the device will be returned for evaluation?